Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable cholesterol gen 2 result for one patient sample. The initial result was 363.8 mg/dl and was reported outside the laboratory. The doctor didn't trust the result and the lab technician repeated the sample. The repeat result was 157.5 mg/dl and was reported to the doctor. The patient was not adversely affected. The reagent lot number was 13126801 with an expiration date of 10/31/2016. The field service representative checked the cell rinse which was ok and the and gear pump which was ok and within acceptable criteria. The customer had no further complaints. A general reagent problem could be ruled out because calibration and qc were acceptable. Based on the provided precision data, the instrument seemed to be functioning ok. As a clot was detected for this sample on the initial result for hdl as indicated by analyzer flagging, the issue was most likely sample related.

Manufacturer narrative:
Further investigation could not identify a specific root cause. It was noted on the provided analyzer alarm trace, "abnormal sample aspiration" and "abnormal probe sucking" alarms occurred before and after the sample pipetting. These kinds of alarms in addition with the sample clot alarm for the initial run of hdl tested at the same time indicates a pre-analytical issue.